Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 1627487-2023-05733, 1627487-2023-05734, 1627487-2023-05735, 1627487-2023-05736. It was reported that the patient had an infection through the dbs system. As a result, the system was explanted. Follow up indicated the patient's infection resolved without sequelae.

Manufacturer narrative:
Date of event is estimated.